Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 1100 mg/dl. The customer stated that she was vomiting, and lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion or excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test.